Manufacturer narrative:
Product analysis:visual review confirms the returned rod is fractured. Both sides of the fracture surfaces have been smeared and damaged, likely due to repeated impact into each other, post-fracture and prior explantation. The root cause is inconclusive due to the returned sample being unsuitable for evaluation.

Manufacturer narrative:
The exact implant date of product is unknown, but the product was implanted in (B)(6) 2011. (B)(4). Device evaluation anticipated, but not yet begun. X-rays of patient were received, the following is the x-ray analysis: "post op, failure and post revision x-rays are provided for scoliosis adult deformity correction initial construct t12-s1 shows a loss of lordotic curvature. Failure occured bilateraly at low lumbar levels. It is difficult to assess fusion status. This was revised to a larger construct with greater lordosis. Root cause: patient specific factor."

Event description:
Pre-op diagnosis: disbalance sagital lumbar it was reported that on an unknown date, post-op, the implant broke. The implant was explanted during the revision surgery. No fragments of the product remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.